Event description:
It was reported that when using the bd pyxis¿ medbank tower witness screen appeared, staff attempted fingerprint verification but received no response. The customer stated that this malfunction occurred when customer tried to issue fentanyl dis 25 mcg/hr to patient ((B)(6)). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6) rehabilitation centers. Upon investigation of the actual device used in this incident, it was determined that the witness screen appeared, staff attempted fingerprint verification but received no response. A technical support specialist remotely accessed the system, restarted the lumidgm services and the application, after which the customer was able to successfully complete the transaction. The system functioned as intended after the technical support specialist troubleshot the device.